Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet, with a blood glucose of 52 mg/dl, accompanied by sweating and shakiness, and self-treated with an ice cream bar; education was provided not to meal announce while low and to follow standard hypoglycemia treatment with reassessment after 15 minutes. Symptoms included hypoglycemia with autonomic signs. Outcomes included resolution support through user education and no hospitalization. Investigation included troubleshooting and education on appropriate hypoglycemia management and device use. Investigation of this case revealed no device malfunction identified and no component issues observed, with the event attributed to an unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial